Event description:
It has been reported to us that on numerous occasions during the procedures, pseudo aneurisms have occurred while using the introducer device. The physicians have commented that they are having problems due to the resistance they feel during the introduction and the removal of the introducer sheaths, and they indicated they have more pseudo aneurisms after the cases. Some of these events have resulted in surgical procedures; however, no specifics have been able to be provided. Additional specifics have been requested for each case, however, no specifics can be provided. No actual product devices have been saved for evaluation. The lot number for these devices is unknown.

Manufacturer narrative:
This medwatch report being submitted is considered to be the initial and follow-up 1 medwatch. The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device cannot be performed. The lot number for the device is unknown and therefore, a review of the device history record cannot be performed. If in the future, if additional information about specifics of the case or actual product samples are returned, a follow-up medwatch report will be submitted. Device discarded - not returned for evaluation.